Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break was confirmed, but the cause could not be determined from the two photographs that were provided for investigation. The photo showed a per-q-cath PICC with a break in the tubing at the distal end of the taper of the molded hub. The characteristics of the broken ends of the catheter could not be observed in the photo. The molded wings were secured to a statlock stabilization device. The statlock device was not secured to the patient. A transparent dressing had been placed over the catheter and the edge of the dressing adjacent to the broken end of the catheter was pulled away from the skin. Since a break in the catheter was evident in the photo, the complaint was confirmed; however, there was insufficient evidence to determine cause of the reported event. As evidence of use was observed in the photo, potential contributing factors include tensile damage from patient interference or dressing change. A lot history review (lhr) of reds2337 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2337) have been reported from the same facility in china.

Event description:
It was reported that this patient was admitted to general ICU due to subarachnoid hemorrhage from rupture of anterior communication aneurysm on (B)(6) 2020. On (B)(6) , a pqc catheter was placed from the left basilic vein under the guidance of ultrasound using the seldinger technique due to the need of liquid treatment. 37 cm of the catheter was inserted with another 5cm exposed externally. The puncture succeeded only by one time and the catheterization went smoothly. On (B)(6) , this patient moved the arm as elevating the bed for lunch, and found that the catheter ruptured, notified the nurse immediately. Catheter removal was performed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2337 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2337) have been reported from the same facility in (B)(6).

Event description:
It was reported that this patient was admitted to general ICU due to subarachnoid hemorrhage from rupture of anterior communication aneurysm on (B)(6) 2020. On (B)(6), a pqc catheter was placed from the left basilic vein under the guidance of ultrasound using the seldinger technique due to the need of liquid treatment. 37 cm of the catheter was inserted with another 5cm exposed externally. The puncture succeeded only by one time and the catheterization went smoothly. On (B)(6) this patient moved the arm as elevating the bed for lunch, and found that the catheter ruptured, notified the nurse immediately. Catheter removal was performed.